Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent premature deployment occurred. During preparation of a 4.00 x 12 synergy stent, it was noted that the system balloon was already inflated. No patient complications were reported.